Event description:
Enterprise 8000 bed safety sides - the middle bit is easy to clean as it can be unclipped and removed for cleaning, the smaller parts do not come off, so cleaning is difficult - an infection control risk has been identified.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc on behalf of the MFR arjohuntleigh (B)(4). The parts the customer is referring to are covers and integral part of the design of the safety sides, the covers are used as means covering the recess caused by mounting the hinge joint of the safety side, to alleviate some of a dirt traps and the ingress of fluids into the recess by giving the assembly, one outer surface in area of the hinge mounting covering fasteners, hinge pins etc. Add'l info will be provided following the conclusion of the MFR's investigation.